Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 416 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin, as well as a manual insulin injection to address the elevated bg. Customer was discharged later the same day with no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.